Event description:
Pt presented to hemodialysis clinic with cracked arterial (red) hub on opti flow catheter. Catheter cracked on the extension tubing. Device has not been repaired or reused. Placed in right internal jugular.